Event description:
It was reported that approximately two months post implant of the implantable pulse generator (ipg), the patient was hospitalized due to sepsis and died as a result of septic shock. The patient was a participant of the (B)(6) study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).